Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but did not meet release criteria. The physician fully recaptured the device and at that time it was noted that the tip of the wds was damaged. The physician exchanged the wds with a new wds and continued the procedure. The procedure was then successfully completed with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.